Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (three). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("food problems/craving for pickles/peppers"), breast tenderness ("my breast are so tender/feel like pregnant"), nausea ("nausea"), abdominal distension ("my belly is getting larger and harder"), menstruation delayed ("never missed period"), asthenia ("I'm drained"), abdominal discomfort ("I feel pregnant"), arthralgia ("joint pain"), headache ("headaches"), swelling ("swelling") and tooth fracture ("teeth breaking") and was found to have hormone level abnormal ("hormone raging/hormones increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, food craving, breast tenderness, hormone level abnormal, nausea, abdominal distension, menstruation delayed, asthenia, abdominal discomfort, arthralgia, headache, swelling and tooth fracture outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, arthralgia, asthenia, breast tenderness, food craving, headache, hormone level abnormal, menstruation delayed, nausea, pelvic pain, swelling and tooth fracture to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: food craving, breast tenderness, hormonal level abnormal, nausea, abdominal distension, menstruation delayed, asthenia and tooth fracture". Most recent follow-up information incorporated above includes: on 20-mar-2020: new event added: teeth breaking. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (three). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced food craving ("food problems/craving for pickles/peppers"), breast tenderness ("my breast are so tender/feel like pregnant"), nausea ("nausea"), abdominal distension ("my belly is getting larger and harder"), menstruation delayed ("never missed period"), asthenia ("I'm drained") and abdominal discomfort ("I feel pregnant") and was found to have hormone level abnormal ("hormone raging/hormones increased"). At the time of the report, the medical device removal, food craving, breast tenderness, hormone level abnormal, nausea, abdominal distension, menstruation delayed, asthenia and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, asthenia, breast tenderness, food craving, hormone level abnormal, medical device removal, menstruation delayed and nausea to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: food craving, breast tenderness, hormonal level abnormal, nausea, abdominal distension, menstruation delayed and asthenia". Most recent follow-up information incorporated above includes: on 18-oct-2019: social media record received. Events" food problems/craving for pickles/peppers; my breast are so tender/feel like pregnant and hormone raging/hormones increased, nausea, my belly is getting larger and harder, never missed period and I'm drained were added. Reporter, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (three). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("food problems/craving for pickles/peppers"), breast tenderness ("my breast are so tender/feel like pregnant"), nausea ("nausea"), abdominal distension ("my belly is getting larger and harder"), menstruation delayed ("never missed period"), asthenia ("I'm drained"), abdominal discomfort ("I feel pregnant"), arthralgia ("joint pain"), headache ("headaches") and swelling ("swelling") and was found to have hormone level abnormal ("hormone raging/hormones increased"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, food craving, breast tenderness, hormone level abnormal, nausea, abdominal distension, menstruation delayed, asthenia, abdominal discomfort, arthralgia, headache and swelling outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, arthralgia, asthenia, breast tenderness, food craving, headache, hormone level abnormal, menstruation delayed, nausea, pelvic pain and swelling to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: food craving, breast tenderness, hormonal level abnormal, nausea, abdominal distension, menstruation delayed and asthenia". Most recent follow-up information incorporated above includes: on (B)(6) : reporters added. Added events joint pain, headaches, swelling, severe pains. Medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.